Event description:
It was reported by service report that the brake tip is missing and the brakes are not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.